Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior. The device reported a power consumption of 307%. The patient was listed for device replacement. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior. The device reported a power consumption of 307%. The patient was listed for device replacement. This pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects have been reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior. The device reported a power consumption of 307%. The patient was listed for device replacement. This pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects have been reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior. The device reported a power consumption of 307%. The patient was listed for device replacement. This pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects have been reported. The device was returned for analysis.